Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, migration and loosening of the bone to implant interface. Surgery time was extended for 5 minutes. It was also reported that the drill bit was broken. Doi: 1999; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.